Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31163267l number, and nointernal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and experienced cardiac tamponade during mapping phase and treated with drainage only. Patient outcome is improved. No transseptal puncture performed and no ablation had yet been performed prior to noting the cardiac tamponade. According to the physician, the event was not directly related to the product. Correct device settings were utilized, and no error messages were observed on the equipment during the procedure.